Event description:
It was reported that when the patient's "second device" was replaced, he developed an infection. It was unclear which device was related to the complaint. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report # 3004209178-2011-08328.

Manufacturer narrative:
(B)(4).